Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused patients friend's death and the patient does not want to use the device. The patient has alleged to seeing particles in the chamber of the machine. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to the device's sound abatement foam. Was corrected to reflect the device being a philips CPAP device as no device information is available

Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2022-08906. This report was submitted as a duplicate report of the previously submitted report.